Manufacturer narrative:
The customer reported that 1 strip pad was found in the strip provider module (spm) of their ichem velocity instrument. The field service engineer (fse) was onsite on 07/01/2016 and found no instrument malfunction. (B)(4).

Event description:
The customer reported that 1 strip pad had fallen off into the strip provider module (spm) of their ichem velocity instrument. Erroneous patient results or effect to patient treatment in connection to the event has not been reported by the customer.

Manufacturer narrative:
Conclusion section revised to reflect updated information: maintenance deficiency - insufficient preventative maintenance and less than optimal equipment settings resulting in diminished performance. Manufacturing deficiency - insufficiently effective quality checks during the test strip manufacturing process. Design deficiency - packaging configuration allowed for excessive agitation of test strips and insufficient protection against temperature extremes during transportation. Based on the available evidence, beckman coulter (bec) has determined the cause of the reported event that triggered this recall action 2050012-0120/2016-001c, reported initially to the (B)(4) district office on 01/20/2016, in accordance with 21 cfr 806). As of august 19, 2016 FDA recall number z-1067-2016 (2050012-0120/2016-001c) has been closed.